Event description:
Patient reported right side rupture via mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported status post breast aug/pexy with capsular contracture;( baker grade unknown) and right implant ruptured. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Patient reported right side rupture via mammogram. Healthcare professional later reported status post breast aug/pexy with capsular contracture baker grade unknown and implant rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Patient undergone partial capsulectomy. Device has been explanted and replaced.